Event description:
The customer reported the system failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The isdn board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.